Event description:
The customer reported obtaining hgb voltage errors on the act diff 2, the customer also stated observing a fluid leak. About 30 mls in volume had leaked from the bath onto the counter. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse could not confirm an active leak but however confirmed the hgb voltage errors as a result of the hgb gain not being stable. The fse replaced the hgb lamp and cleaned the filters resolving the hgb voltage error. Upon recur, the failure mode identified is likely to impact hgb results due to incorrect hgb blank sample reading as a result of light source failure. (B)(4).